Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) rec'd a report that the s3 double head pump stopped w/o an alarm during a procedure due to overpressure in the arterial line. The pump was hand cranked when an add'l error was displayed. The pump was switched out with another pump. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) rec'd a report that the s3 double head pump stopped w/o an alarm during a procedure due to overpressure in the arterial line. The pump was hand cranked when an add'l error was displayed. The pump was switched out with another pump. There was no report of pt injury.